Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released at a depth of 3mm on the non-coronary cusp. It was reported that after release, the valve appeared to drop a bit in the ventricular direction. A few minutes later, the valve was even more ventricular. An echocardiogram revealed moderate paravalvular leak (pvl). Subsequently, a non-medtronic transcatheter valve was implanted which resolved the pvl. No additional adverse patient effects were reported.